Event description:
Procedure type: laparotomy. According to the reporter: the doctor noticed leakage of feces through the staple line. Under further investigation the staple line was defective. There were only closed staples on the middle of the intestine, causing an 8 shape/ two lumen. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).